Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. X-ray inspection found the inner coil inside the connector region was overtorqued, consistent with procedural damage. After it was cleaned and cut, the helix was able to extend and retract by when torque was directly to the inner coil. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. The lead was unable to be fixed and dislodged several times. The lead was not implanted. Further information was requested but not received.